Event description:
(B)(6) 2014 - a male patient received gel-one into both knees. (B)(6) 2014 - he was admitted to the emergency room less than 24 hours due to the severe swelling. He stated lower extremity from knees down including legs and feet swelled. He was experiencing severe swelling and possible allergic reaction. He was prescribed lasix qid for 14 days. (B)(6) 2014 - now, he has to wear compression socks and keep legs elevated. He has used synvisc for the past 5 years and has never had this reaction in the past. Reference MFR report 9612392-2014-00007.